Manufacturer narrative:
Investigation summary: investigations: 1 sample was returned to sbdm, lot number is 1910093. From visual inspection, the fm is a piece of plastic, which might be broken piece of plunger or barrel. Infrared spectrometry (ir) analysis: from ir analysis, the fm was determine to be poly(dimethylsiloxane), distearate which is chemical raw material of a polypropylene. And the polypropylene is a raw material of the barrel & plunger. House sample inspection: sbdm inspected 30 pcs house samples from 3 lot numbers (1907023, 1910093 & 1911182) of the complaint sample, there was no issue. DHR review: sbdm reviewed the manufacturing record for lot 1910093, no abnormality observed. Customer complaint record review: sbdm reviewed the customer complaint record of complaint sample, there is no same issue of the same product from other customer. Investigation conclusion: conclusion: 1 sample was returned to sbdm, lot number is 1910093. From visual inspection, the fm is a piece of plastic, which might be broken piece of plunger or barrel. From ir analysis, the fm was determine to be poly(dimethylsiloxane), distearate which is chemical raw material of a polypropylene. And the polypropylene is a raw material of the barrel & plunger. From investigation, the fm in the barrel occurred in the syringe assembly process. The fm was assumed to be broken part of plunger or barrel which was occurred in the 10ml supply process. When the barrel was supplied in the syringe assembly machine the barrel or plunger was broken due to temporary malfunction of the machine. The broken part got into the barrel in the chamber and supplied into the assembly machine. However, the inspector could not find the fm on the stopper and it caused the complaint case. Root cause description: from investigation, the fm in the barrel occurred in the syringe assembly process. The fm was assumed to be broken part of plunger or barrel which was occurred in the 10ml supply process. When the barrel was supplied in the syringe assembly machine the barrel or plunger was broken due to temporary malfunction of the machine. The broken part got into the barrel in the chamber and supplied into the assembly machine. However, the inspector could not find the fm on the stopper and it caused the complaint case. Corrective actions: sbdm conducted quality training on this customer complaint for syringe assembly line workers for line cleaning and quality inspectors. 2sbdm implemented tightened product & process inspection and strengthening quality inspection for syringe manufacturing process. Sbdm maintained the index of syringe assembly machine to fit between feeder and index. Sbdm implemented 100% visual inspection on syringe packaging process and also had retrained on inspection method for packaging inspector due to this complaint case effective. Sbdm checked the syringe assembly machine completed cleaning of the assembly machine & around the production areas and made arrangement on them. Cleaning frequency: around the assembly machine ¿ daily (twice a day & when start assembly in morning and after lunch). General cleaning of all part of the assembly machine - every week (last operation day of the week, for 2hour. After shutdown).

Event description:
It was reported that foreign matter occurred before use with a syringe 10ml w/o. The following information was provided by the initial reporter, "foreign matter in syringe: liquid: fresh frozen plasma (ffp), department: nicu. There's something black and white about the medicine."

Manufacturer narrative:
The correction is as follows: h.4 reason code for no evaluation: other; see h.10 h3 other text : see h.10

Event description:
It was reported that foreign matter occurred before use with a syringe 10ml w/o. The following information was provided by the initial reporter, "foreign matter in syringe - liquid : fresh frozen plasma (ffp) - department : nicu there's something black and white about the medicine."